Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a lightening storm occurred which caused all communication with device to burn out included merlin at home monitor. The unit would be returned and replaced.

Manufacturer narrative:
The field report was lightning storm and loss of power to transmitter. Complaint verified as unit was plugged in to the outlet and did not power on. After testing unit with power supply it was revealed that original power supply was defective as unit powered on. Visual inspection revealed no physical damage to unit. Unit was scrapped due to power anomaly.